Manufacturer narrative:
It was reported that the air gas module of the ventilator needed to be replaced. Air gas module and two batteries have been replaced. The machine passed all the tests. It was not mentioned the reason behind replacing them. Despite several reminders, no more info has been provided. Therefore, it is not possible to investigate this complaint further more. Thus, no root cause can be established.

Event description:
Manufacturer ref.#:(B)(4).

Event description:
It was reported that the air gas module of the ventilator was needed to be replaced. There was no patient harm. Manufacturer ref.#:(B)(4).